Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/29/2019. Device evaluation summary: according with the information reported the patient experienced breast pain and a rupture of the breast implant. During evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 700cc mentor memorygel breast implant, catalog #3507004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast reconstruction with a 700cc mentor memorygel breast implant experienced left sided implant rupture accompanied by pain post procedure. There is no evidence of trauma. Magnetic resonance imaging was performed on (B)(6) 2019, and ultimately an official medical diagnosis of the rupture was confirmed. As a result, an explant was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the left sided rupture reported initially the patient also experienced bilateral rippling. The rippling was stated to be more pronounced on the left side. This report relates to the right prosthesis. See for contralateral prosthesis report. Bilateral prosthesis replacement with 510cc mentor memorygel breast implants was performed with explant. Reason for device explant and/or reoperation: rupture/rippling manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Evaluation summary was completed by the failure analysis lab on february 17, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two parts. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).